Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thorascopic partial resection of the upper left lung, the device did not fire. Another device was used to complete the case.